Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported " screen is not responding. Touch screen not responding to touch. It is unlocked. Power cycled without success. Attempted graphics reset and the whole screen stayed black, console exchanged." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "touch screen not responding to touch" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " screen is not responding. Touch screen not responding to touch. It is unlocked. Power cycled without success. Attempted graphics reset and the whole screen stayed black, console exchanged." No patient injury or consequence reported. The patient's current condition is reported as "fine".